Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera pedal was not responding during surgery on surgeon side cart (ssc) 1. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the lcd arm, gimball button assembly, threadlocker coated screw, universal surgical manipulator (usm), and the 6 pedal energy footrest to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.